Manufacturer narrative:
This type of event is addressed in the device labeling code#1738.

Event description:
It was reported "the ball electrode was out of position and possibly touching the active electrodes." The patient reportedly experienced vertigo. The patient's device was explanted. No reimplant is planned.